Manufacturer narrative:
Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. During the our evaluation of the submitted device a large crack was present in the adapter of the submitted device, this was confirmed by testing to be the only source of leakage present on the device. Our quality engineers were not able to replicate the damage in the manufacturing process, this indicates the defect may have occurred post-manufacture. Based on our observations, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that leakage occurred from an undisclosed location with a bd connecta¿ multiflo¿ 3-way multiple infusion manifold. This occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: leakage during the use of the connecta, several cases occurred one after another, the customer excluded the operation improperly.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage occurred from an undisclosed location with a bd connecta¿ multiflo¿ 3-way multiple infusion manifold. This occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: leakage during the use of the connecta, several cases occurred one after another, the customer excluded the operation improperly.